Event description:
During long distance transport between hospitals, propaq was used to monitor pt vital signs. The propaq gave error reading and would not recognize bp cuff. Propaq then would not read pulse or pulse ox. This pt had history of copd (chronic obstructive pulmonary disease) and was on o2 for transport.